Event description:
It was reported during the pt's trial that the pt had good pain coverage. However, after the permanent sys implant, the pt reported pain at the ipg site and poor stimulation coverage. During programming, it was observed that the ipg was protruding from the pt's back under the skin. The implanting physician discussed the options with the pt and then referred the pt to another surgeon to revise the ipg and lead.

Manufacturer narrative:
Eval - device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion; the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding med history.